Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: 4 samples were returned for the investigation of this complaint. Visual inspection, (B)(4) fitting inspection and luer taper measurement were conducted on the returned sample. The sample passed the acceptance criteria. DHR reviewed lot master for batch #7051464. No qn was issued for this vps batch. Root cause description the probable root cause could be due lubricant migration to cannula hub which occur with age. The lubrication lowers the friction of interference fit between the luer taper and sarstedt adaptor and hence resulted in the disconnection. There is a CAPA (CAPA#(B)(4)) initiated for luer disconnection. This batch was produce before the CAPA action implementation date.

Event description:
It was reported that during use, a bd venflon¿ pro safety peripheral safety IV catheter was found leaking blood as the adapter slipped off when drawing blood from the catheter. There was no report of injury or medical intervention reported.